Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: chile d5, e2, e3 are unknown at the time of reporting.

Event description:
It was reported that the pump exhibited an unspecified last error code. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was returned for investigation with the rear housing and lens damaged. Ac connector, dose connector, downstream sensor, up stream occlusion and air detector were contaminated by fluid ingression. The device was visually inspected. Batteries were inserted to power the device and two messages were on the pump display. The complaint is confirmed. A defective microprocessor board is what caused the reported problem. The microprocessor unit board will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.